Event description:
During a call to animas customer support for assistance in re-programming a new pump, the patient reported a blood glucose (bg) of 36 mg/dl. There were no reported signs or symptoms of hypoglycemia. The patient reportedly self-treated with candy and was "fine". There is no further information regarding the low bg at this time. The pump is not being returned at this time; there is no indication of a pump malfunction. This complaint is being reported due to the patient's alleged hypoglycemic event while using insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 03/17/2015 with the following findings:the black box data begins with the date (B)(6) 2015. The data from the time of the alleged event is unavailable for review due to continued pump use. A review of the available pump histories did not find any errors, alarms, or warnings associated with the complaint. A review of the current total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. Unrelated to the complaint, investigation revealed that the display screen was discolored and the battery compartment was cracked.